Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a venotomy closure of a common femoral vein using a proglide device after an ablation procedure using an 8.5f or 9f sheath. Reportedly, hemostasis was not achieved, and manual arterial compression was applied, and the peripheral part was sutured to achieve hemostasis. A little swollenness was noted when the patient was released on (B)(6) 2022. Reportedly the swelling worsened on (B)(6) 2022, but the patient didn¿t return until (B)(6) 2022. A CT scan was performed and identified a stenosis. The swelling was better because collateral flow was formed. No back-wall stitching was observed. No treatment was performed. There was no report of a clinically significant delay in the procedure. No additional information was provided.

Event description:
The following additional information was received: initially, stenosis was reported, but as a result of the follow-up sessions, it was found the occurred event was dvt(deep venous thrombosis) instead of stenosis. And it was clarified the event was not caused by the proglide device. No additional information was provided.

Manufacturer narrative:
H6- health effect - clinical code 2422 obstruction/occlusion was removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the pre-close technique was not used with a sheath size greater than 8f. The electronic proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The patient effects swelling and occlusion are listed in the proglide IFU as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of device.